Event description:
The reporter performed a blood glucose test at home and got a result of 142 mg/dl. One half hour later he tested at the lab and got a reading of 184 mg/dl. Reporter did another comparison test in which he took his meter to the lab and his results were much closer (time frame and numbers are not available.) He did not report any symptoms.